Event description:
The imaging technologist and the imaging technologist aide correctly connected the sling mat to the tollos ceiling lift. The patient was successfully transferred onto the CT table using the tollos lift. Once the imaging was completed, the sling was correctly re-connected to the tollos ceiling lift. As the patient was being lifting directly up, off of the CT table the strap broke, causing the patient to be dropped back onto the CT table. The patient was struck in the face with the metal lift arm mechanism. Due to patient¿s complaint of neck pain, a CT scan of the patient¿s cervical spine and face were completed along with upright cervical spine films. No abnormal findings noted. The patient's laceration above her upper lip was repaired with dermabond. The patient had several chipped teeth.